Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed multiple air - in - line! Which was revealed in the event history log on the last day of use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as air-in-line. The cause of the condition was the ultrasonic sensor out of calibration. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed multiple air - in - line!. No additional information is available.